Event description:
The pt was enrolled in the registry and underwent coronary bypass surgery post implantation of a cypher select+ stent. During the index procedure, one 3.0/18mm cypher was implanted in the mid lad. The target site was described as a type b1 lesion: eccentric, smooth contour, little to no calcification without thrombus and with 18mm lesion length. The stent was implanted at 18 atm with a satisfactory result; timi iii flow was maintained. No complications were reported and the pt was discharged on asa, plavix, statins, ace inhibitors and beta-blockers. At the 1-month follow-up, he remained asymptomatic but he demonstrated silent ischemia at the 6-month follow-up. Approx 8 months post stenting, he underwent quadruple bypass that was considered unrelated to the previously implanted cypher stent but the status of the stent could not be verified; therefore, restenosis could not be ruled out.

Manufacturer narrative:
The stent could not be returned for eval; it remained implanted. A review of the mfg records indicated that this lot of products met quality requirements for product acceptance. Restenosis is a potential adverse event associated with coronary artery stenting. Review of the available info suggests that progression of existing coronary disease may have contributed to the event.